Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports and system history. Based on the issue description and the error messages on site, the customer service employee (cse) reseated all relevant boards in the image acquisition system (ias) pc. After the hardware was reseated, there were no further issues and the system works as intended. A systematic error was not detected. An extensive investigation of the component could not be performed as no parts were exchanged and no log files were available. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the imaging screens of the system went off. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.